Event description:
This was a lead extraction case to extract three cardiac leads because of pocket erosion and sepsis. The first lead (6947 rv ICD, 5 months old) was extracted using traction only. The two other leads (ra and rv, both 179 months old) were each prepped with an lld #2. The lld on the rv lead was not able to be passed all the way to the end of the lead due to a severe turn in the rv. Lasing began on the ra lead with a 14f glidelight laser catheter with outer sheath. Lead to lead tissue encapsulation was noted and progress was slow and steady down to the svc/atrial junction. The physician then used the 14f catheter with outer sheath on the rv lead. Progress was very slow because of the significant binding and fibrosis around the leads. The outer sheath was used sparingly and carefully in advancing down the lead to the svc/atrial junction, where progress stopped. The physician then upsized to a 16f glidelight and returned again to the ra lead, which was successfully extracted. Using the 16f, the physician resumed lasing on the rv lead. Progress was extremely slow but the physician was able to lase down to the area of the ra/rv junction. At this time, a significant drop in blood pressure was seen. Measures to save the patient were initiated, however, the patient's heart rhythm never recovered and the patient did not survive. An injury in the subclavian was found during a subclavian dissection. No sternotomy was performed in this case.